Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer had a low battery alert on their insulin pump. The customer's blood glucose was 162 mg/dl at the time of the call. Troubleshooting found the customer's battery did not last for more than one week. Customer was advised to monitor their insulin pump. The customer also reported experiencing a high blood glucose of 400 mg/dl. Customer stated they treated their blood glucose, which declined to 80 mg/dl two hours after treatment. No additional information provided.